Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sheath 12fcc13 flexcath contour 12f, the irrigation tube frequently kinked, causing the irrigation to run slowly. Additionally, air bubbles were observed when aspirating the sheath, which were deposited on the wall of the sheath's irrigation tube and were difficult to remove. The procedure was completed without the need for medical or surgical intervention to prevent permanent impairment, and there was no extension of patient hospitalization or injury as a result of the event. No patient complications have been reported as a result of this event.